Event description:
Same cases as: 2134265-2014-07752 and 2134265-2014-07697. It was reported that an automatic pullback failure occurred. It was observed that the motor drive unit (mdu) of the ilab ultrasound imaging system has no image displayed and failed to perform an automatic pullback. No patient involvement was reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).